Event description:
It was reported to medtronic minimed that the customer experienced occluded, damage (physical or cosmetic), charge/battery lasts less than expected, failed batt test, no delivery/occlusion alarm, harm reported with no reported allegation of a device malfunction. The customer reported hypoglycemia treated with other. Customer reported the following led up to the event: troubleshooting was performed for the event. The event involved product(s) mmt-332a, mmt-1780kpk, mmt-368a. Customer reported low bgs. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported a short battery life or a low battery alarm. Customer reported receiving a battery failed alarm. Customer reported a past insulin flow blocked alarm. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-1780kpk. No product return is required for mmt-368a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported that the back of the pump was broken, she had to change battery in less than 7 days, the pump rejected new batteries, and she had insulin flow blocked alarms. Customer did not say she bumped or dropped the pump. She also reported having two lows last week. No symptoms of low were reported. No treatment for the low was mentioned. Troubleshooting was not done. Helpline could not reach the customer. Pump was used within 48 hours of the low. It was unknown if auto mode was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.